Event description:
In 2000 the facility's special procedures supv informed the distributor's sales rep of the following: there was leaking at the distal hub of the catheter (distal end of the hub connector). As a result, the device was removed and replaced with a bmt catheter. No futher details were provided.